Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported a customer's pads are not recognized by the AED. They reported this did not occur during patient use.